Manufacturer narrative:
Instead of reading ¿however, the next day sensor was calibrated successfully through right heart calibration¿ it should read ¿however, the next day sensor was calibrated successfully through right heart catheterization¿.

Event description:
Additional information received identified the patient is taking successful reading after recalibration.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the successful hf sensor implant procedure the sensor could not be calibrated due to signal acquisition issue. Troubleshooting was tried to no avail. However, the next day sensor was calibrated successfully through right heart calibration. At this time the reason for signal acquisition issue is unknown.